Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device and identified a defective fitting as cause for the leakage. The device was repaired and returned to the customer. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that there was a slight leak at the cardioside fitting on the hcu30 device. No pt involvement. Reference: (B)(4).